Manufacturer narrative:
The impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support and during support the pump stopped requiring immediate replacement. An impella cp device was initially placed due to increasing pressor support requirements and upward trending lactic after admission. Subsequent discussions were made to upgrade to an impella 5.5. However prior, the patient was cannulated for venoarterial extracorporeal membrane oxygenation (va ECMO) due to the continued increasing inotropic and pressors. During morning shift change the arterial va ECMO cannula was accidentally removed which resulted in a continuous left femoral artery bleed requiring emergently taking the patient to the or for cutdown and repair. The decision was made at this time to proceed with impella 5.5 upgrade since vascular surgery was assisting with left femoral artery repair and impella cp removal via cutdown. The impella 5.5 was successfully placed and the patient was sent to the unit on mcs. Approximately two days later, the local team received a called emergently to the unit after it was reported patient stoop up from chair to be placed back in bed, a pop was felt and heard by the nurse at bedside and immediately following being back in bed the automated impella controller (aic) began to alarm ¿pump stopped.¿ the nurse taking care of patient reported having attempted restarting the pump multiple times without success. Local team advised to exchange the aic but this did not resolve the issue. Decision was made to explant impella at bedside. Upon explant it was observed that thin clot was visible inside the impella cannula surrounding the impeller blades. The patient was stable after explant and after observing him for 30 minutes the decision was made to continue monitoring the patient for now. The patient was being worked up for a durable ventricular assist device. Of note, there were no reports of any prior alarm on impella other than impella position unknown. The status of the patient following the event was stable.

Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. However event logs were received and analyzed. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Clinical reported pump stop alarms after patient was moved and placed back in bed. Upon explant, there was clot observed inside cannula and around impeller blades. The data logs from the case show sudden alarm #119 impella stopped alarms and show the failed restart attempts during which there were alarm #115 impella stopped (rpm deviations) alarms with motor current spikes to 3000ma indicating an electrical open issue. No product was returned for analysis. The cause of the issue was due to an electrical open issue with clinical information confirming a use-related incident during patient movement leading to pump stop. Regarding the thrombosis, in order to make a cause determination, all of the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. H6 investigation: type, findings and conclusion codes and h6 component code were updated accordingly based on the completed investigation.